Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level sensors were not working properly on system-1. The customer said during setup this morning, the system was alarming and displayed "not connected" error message when the level sensors were activated. The customer swapped out the yellow sensor and still had the same problem. Then the red sensor was swapped out and the problem was resolved. As a result, an alternate system was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00491 and 1828100-2014-00544. The field service representative (fsr) could not duplicate the reported issue. The fsr tested the yellow and red level sensors and the detection system performed as intended. No parts will be returned to the manufacturer for evaluation. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would after the facts and/or conclusion, a supplemental report will be filed accordingly.